Event description:
Have had nothing but massive pain right groin/plus ever since had the tvt placed and I think I'm allergic to it because have had a myriad of crazy things pop up after and keep getting sicker and sicker, allergies more sensitive and no doctor wants to believe it's the mesh! Diagnosed with an obturator nerve entrapment in mesh in (B)(6) 2010 - and have to get this out or my days are very numbered!!!!! Also having trouble urinating and leak worse than before placement. Stop the doctors from doing the tvt/tension free tape procedure to women please. This is a horribly painful event and complications are not worth it. Dates of use: (B)(6) 2010 - (B)(6) 2011. Diagnosis or reason for use: urinary stress incontinence. Removal pending. Please send an address of where you want it sent because I am currently trying to have it removed asap!!!!!!